Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was due to the patient turning the stimulation up too high and then the turned it down. No further complications were reported/anticipated at this time.

Event description:
Additional information was received from the patient. They reported again, that the device had not been working. They thought the device worked in the beginning, and clarified, they were referring to the event previously reported. Their symptoms were just as bad if not worse than prior to implant. They had tried programs (B)(6) and neither worked. They last changed to program (B)(6) when they called on (B)(6) 2023. Since then, their symptoms had become worse. They turned stimulation down a little bit on (B)(6) 2021. And mentioned again, they worked with the manufacturer representative for reprogramming. They left a message for the rep for assistance changing programs. They mentioned, when they sat a certain way, they started to feel a little tingling. They wanted to change programs on the call. They were on program (B)(6) at 6.5 volts and changed to program (B)(6) at 6.0 volts. They confirmed, they were feeling stimulation comfortably in the bike seat area. Programs and therapy considerations were reviewed. They planned to monitor their symptoms, now that a change had been made. And follow up with their healthcare provider if they did not see improvement. They mentioned, they were taking pills for bladder control (B)(6) daily. And it was not controlling the problem.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported the same event, added details of leaking and wetting. They stated since the last call to ps, they have met with rep for programming changes. They changed to program 7 and it is still not helping. On the call, they changed from 3.5 on program 7 to 6.8 on program 3. They stated that if they feel stimulation too strongly, their bowel movements soften the patient encountered 'device is not responding' which was resolved by reposition the communicator. Ps reviewed MRI compatibility. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient wanted to speak with their representative as their device is not working. They said it did not work last night at all and is affecting their bowels. Support link advised the patient could also speak with their doctor and we could transfer them to patient and technical services. The patient said they only wanted to speak to their representative. We set up the note. Additional information was received from the patient. They reported that on friday a manufacturer representative (rep) called to review using the external equipment and turn the device on. Caller stated their symptoms were being controlled friday and saturday, but sunday their symptoms returned. The leakage and frequency returned- during the day their symptoms are ok but at night they are bad. They can't sleep because they are constantly leaking and getting up to change. Their doctor does not touch the device/equipment at all. The circumstances that led to the reported issue were unknown. On the call, the caller increased stimulation on program 1 from (B)(4) and is comfortable. Caller will monitor symptoms now that change was made and will follow up with their healthcare professional (hcp) if it doesn't resolve to see if changing the program is appropriate.